Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. (B)(4).

Event description:
The device was received for analysis. Additional information was received from the hcp on 2017-apr-24. The hcp reported the patient¿s weight as (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 1429 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). The patient had multiple motor stalls and recoveries so the hcp had decided to replace the pump this morning ((B)(6) 2017). It was noted that on (B)(6) 2017 the first motor stall occurred and recovered, and on (B)(6) 2017 a second motor stall occurred that also recovered. The representative did not have the time of recovery for either of those motor stalls. It was stated that the representative thought that the third motor stall had occurred on (B)(6) 2017. It was noted that the patient was admitted last night (B)(6) 2017 so their pump could be replaced. It was indicated that the pump replacement was successful and that the patient was in the pediatric unit and ¿doing fine.¿ it was confirmed that there were no electromagnetic interference (emi) or magnetic sources present. It was indicated that the pump would be sent back for analysis tomorrow morning (2017-mar-10). It was also reported that the patient had intermittent symptoms of spasticity and that the patient did not have any severe withdrawal symptoms. It was noted that the patient had been recently put on gablofen for the past two to three months and that prior to gablofen the patient was receiving lioresal and did not have any issues at the time. The patient had about two to three refills since the gablofen was put in. Further information was received from the representative and the hcp on 2017-mar-10. It was reported that there were no contributing factors to the event and that the representative did not have the patient¿s weight. The hcp confirmed the explant date was (B)(6) 2017 and reported that the cause of the motor stalls and any contributing factors were unknown. The weight of the patient was reported as (B)(6). It was also noted that the catheter tip placement was ¿high cervical.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that they would be sending the pump back for analysis on (B)(6) 2017.